Event description:
Event description guidant received information that this chronic right atrial (ra) pace/sense lead had been fractured at a previous device change-out procedure. It was reported that the physician elected to program the new device to vvi and not use the atrial lead at that time. It was now noted that the patient has been experiencing atrial fibrillation and the lead has been subsequently surgically capped and a new ra pace/sense lead implanted.